Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
One patient exam was lost due to software corruption, resulting in a software reload. The investigation is in process.